Manufacturer narrative:
Quality control recovery was not within range prior to sample measurement. No relevant alarms occurred at the time the samples were measured. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The troponin t reagent lot number was 802247. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible elecsys troponin t hs stat assay results for 10 patient samples tested on a cobas 6000 e601 module. The customer noticed an issue with quality controls, so the patient samples were repeated and results were corrected. The first sample initially resulted in a troponin t value of 3 pg/ml and it repeated as 13.23 pg/ml. The second sample initially resulted in a troponin t value of 3 pg/ml and it repeated as 9.45 pg/ml. The third sample initially resulted in a troponin t value of 3 pg/ml and it repeated as 12.54 pg/ml. The fourth sample initially resulted in a troponin t value of 37 pg/ml and it repeated as 44.8 pg/ml. The fifth sample initially resulted in a troponin t value of 3 pg/ml and it repeated as 11.5 pg/ml. The customer changed the troponin t reagent on (B)(6) 2025. The sixth sample initially resulted in a troponin t value of 12 pg/ml on (B)(6) 2025. The sample was repeated twice on (B)(6) 2025, resulting in values of 21 pg/ml and 20.6 pg/ml. The seventh sample initially resulted in a troponin t value of 10 pg/ml on (B)(6) 2025. The sample was repeated twice on (B)(6) 2025, resulting in values of 20 pg/ml and 18.8 pg/ml. The eighth sample initially resulted in a troponin t value of 3 pg/ml on (B)(6) 2025. The sample was repeated twice on (B)(6) 2025, resulting in values of 12 pg/ml and 11.9 pg/ml. The ninth sample initially resulted in a troponin t value of 10 pg/ml on (B)(6) 2025 and it repeated as 20 pg/ml on (B)(6) 2025. The tenth sample initially resulted in a troponin t value of 14 pg/ml on (B)(6) 2025 and it repeated as 23 pg/ml on (B)(6) 2025.